Manufacturer narrative:
The customer's reported complaint of the autopulse powering off was confirmed during the initial functional testing. To remedy the issue, the pdb (power distribution board), motor controller board, power cable and battery were replaced. Once completed, the autopulse passed the final testing with no issue or faults observed. Visual inspection was performed and observed front, top, bottom enclosure cover of the platform and the battery lock were damaged. The autopulse platform is a reusable device and therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Archived review showed multiple fault of ua18 (max take-up revolutions exceeded) and ua45 (not at "home" position after power-on/restart) on (B)(6) 2017. Additionally, unrelated to the reported complaint, clutch plate deburring was performed to remedy the sticky clutch and the front enclosure of the platform, battery compartment and battery lock were replaced to remedy the damaged. Load cell 1 was also replaced as the cell 1 module was found to be defective. Once completed, autopulse passed the final functional testing with no issue or faults observed. The platform meets all the required specifications and worked as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse displayed an error message. The lcd screen turned blank and powered off on its own. Per the customer, the platform was removed from service. No patient involvement reported.